Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between july 2007 and april 2013. This is 6 of 6 reports filed under the subject attached literature article. The device remains implanted.

Event description:
A neuroradiology journal published an article providing a retrospective analysis of outcomes of middle cerebral artery (mca) angioplasty and stenting for 196 patients with symptomatic severe 70-99% middle cerebral artery (mca) stenosis. The primary end-point was ipsilateral ischemic stroke or death within 30 days. It was reported that within 30 days one patient suffered ischemic stroke: intra-stent thrombosis leading to distal vessel occlusion in the other vessels. The patient had severe paralysis. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis, stroke as well as cascading effects in relation to stroke-related complications are known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
A neuroradiology journal published an article providing a retrospective analysis of outcomes of middle cerebral artery (mca) angioplasty and stenting for 196 patients with symptomatic severe 70-99% middle cerebral artery (mca) stenosis. The primary end-point was ipsilateral ischemic stroke or death within 30 days. It was reported that within 30 days one patient suffered ischemic stroke: intra-stent thrombosis leading to distal vessel occlusion in the other vessels. The patient had severe paralysis. No further information is available.